Manufacturer narrative:
Information was rec'd from a health professional who is not required to complete form 3500a. Evaluation summary: the sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the devices implanted caused or contributed to any pt infection. There is insufficient information to determine probably root cause. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient had an infection.